Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample. The initial result was 172.2 iu/l and was reported to the doctor who requested repeat testing. The repeat result on 02/03/2017 was 74862 iu/l. The patient was not adversely affected. The reagent lot number was 179825. The expiration date was requested but was not provided.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. There was no evidence of an instrument problem.